Event description:
(B)(4) study. It was reported that during percutaneous coronary intervention (pci), a dissection occurred. In (B)(6) 2013, the subject presented a qualifying condition of unstable angina pectoris and was referred for cardiac catheterization procedure. Target lesion was located in the severely calcified and moderately tortuous proximal circumflex (cx). The lesion was pre dilated and the study stent was implanted in the proximal cx. A dissection was noted in the distal portion of the study stent. The type of this dissection was a or b. Post dilation was preformed and there was no worsening of cardiac function after the stent was implanted. Residual stenosis was 0% with timi flow 3. The subject was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).